Event description:
It was reported that during a da vinci surgical procedure, the prograsp forceps instrument didn't work properly. The customer thought it could have something to do with a cable, but was not certain. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. Failure analysis investigation also found the following additional damages to the instrument: the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were short in length and not axially aligned with the tube. The pitch up cable was frayed at the distal end of the instrument. Small strands stuck out at the wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cables and/or tube abrasions with material removed, which were discovered during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.